Manufacturer narrative:
Consumer experienced chipped and loose fillings. Report source: complaint received from the (B)(6).

Event description:
Consumer called stating that they experienced a chipped filling from a molar and a loose filling from an incisor while using a sonicare power toothbrush. Consumer's dentist stated that the fillings may not have been sturdy enough and may have come loose later with a different type of electric toothbrush.

Manufacturer narrative:
Additional accessories returned and no malfunctions detected: part number: date code: description: hx6100, 161130 2b, triton base charger. Hx903x, 160712 33m 194, proresults gum health.